Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback 360 exchangeable peripheral orbital atherectomy device (oad) was used for treatment in the (tpt) tibioperoneal trunk and ostial posterior tibial (pt). During the second treatment, the oad was spun on medium speed and the oad stopped spinning and became stuck in the vessel. There were no clear indication as to why the oad became stuck. Attempts to remove the oad were unsuccessful and caused a major delay. The patient was sent to surgery to have the oad removed. The patient was stable.